Manufacturer narrative:
The device was evaluated by the permobil territory sales rep in conjunction with the end-user's physical therapist and service provider. Unit was found to be fully operational with no issues having been noted. Client made allegations that while attempting to return the seating to a level position, horizontal to the ground, the seating started to tip forward. When attempting to reproduce the scenario, it was noted that the end-user was putting the seating system into an anterior tilt, which is a standard configuration with units equipped with the standing seat frame. By design, when coming out of tilt, the seating system will stop when the seating has reached 0°, putting the seat pan parallel to the ground. If the user releases the forward command and gives another forward command, the seating will initiate an anterior tilt by the means of tilting the rear section of the seating upwards and forwards. To ensure the end user can no longer make the mistake in the future, the anterior tilt feature was disabled to not allow the seating to proceed past 0°. Reports are end-user was attempting perform a self-transfer from his chair to the bed when he reports to have fallen out of the seating. When the fall occurred, it was reported the end-user suffered fractures to both hips and right shin. It is believed the end-user lost his balance during the transfer process which was unrelated to the device operation. The DHR was reviewed and unit was built according to specification.

Event description:
Received report that as end-user was coming out of tilt position in his seating, the seating allegedly started to tilt forward causing the end-user to fall out of the seating. Reports are end-user fell to the floor where he was injured requiring hospitalization.